Event description:
User successfully completed the cannulation at duodenal papilla and reach the porta hepatis, advanced the wire guide through stenosis area and keep the wire guide in place. User opened the device package and load the stent, then advanced the stent through rapid exchange port through wire guide into endoscope working channel and reached the proximal end of stenosis area successfully. User advanced the guiding catheter over stenosis area, then pulled the wire guide and keep it at left hepatic ducts, then separated guiding catheter and pushing catheter and keep the guiding catheter in place(not moved), then pushed the pushing catheter forward while found out the stent cannot be advanced out, after multiple attempts the guiding catheter still cannot be pulled back which cause the distal end of stent deformed and stuck in guiding catheter, after several attempts the guiding catheter broken , user retracted the stent along with endoscope from patient, and changed to another device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Updated on 8apr2025 1. How was the procedure finished? (Please provide device information if possible) changed to clso-8.5-15. 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure spd cabnit. 3. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Dash-35-480. 4. Was the wire guide lubricated prior to use? Yes. 5. Was the wire guide inspected for damage prior to use? Yes. 6. Was the device at the centre of the complaint inspected for damage prior to use? Yes 7. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 9. What intervention (if any) was required? No. 10. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day? N/a. 11. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 12. If yes, please detail any other defects observed n/a. 13. Had a sphincterotomy been performed prior to this occurrence? Not answered. 14. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Not answered. 15. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Not answered. 16. Was resistance encountered when advancing the wire guide to the target location? * not answered. 17. Was resistance encountered when advancing the introduction system in place to the target location? * not answered. 18. How did the physician determine the length of the stent to be used for the procedure? Not answered. 19. Where was the stricture located in the duct? Not answered. 20. Was the stricture dilated prior to placing the device? * if so, please indicate what device(s) were used. Not answered. 21. Was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. Not answered. 22. Please estimate the amount of time the stent was in place prior to this occurrence. Not answered. 23. Did any section of the device detach inside the endoscope or patient? Not answered. 24. If yes, please specify what section of the device broke off: not answered. 25. Was the broken device retrieved? Not answered. 26. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) Not answered. 27. If yes, please indicate what modifications were made: not answered. 28. Please indicate why the modifications were necessary. Not answered. 29. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Not answered. 30. Did any section of the device detach inside the endoscope or patient? Not answered. 31. Did the patient require any additional procedures as a result of this event? Not answered.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation (B)(4) unit of clso-8.5-15 of lot number c2001634 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 07 august 2025. The lab and lab attendance can be viewed in the ¿product return object (B)(4) info¿ section. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). On evaluation of the devices the following observations were made: visual inspection: stent and positioning sleeve returned. Stent observed to be severely damaged on one end. The stent tip and area around the flap are observed to be torn and compressed. Opposite end of stent noted to have a tear on the tip. Damage observed on the flap and section of stent underneath it. Brown/biological material observed on the flap also. Functional inspection: 0.035 inch wire guide does not pass through stent. The reported failure was observed. Photographic evidence was returned for evaluation. The review of the photo determined that the stent is damaged at the tip. Manufacturing records: prior to distribution clso-8.5-15 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for clso-8.5-15 of lot number c2001634 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: upon review of complaints this failure mode has not occurred previously with this lot. Instructions for use and/label: it should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the user did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: investigation findings conclude that a definitive root cause cannot be determined. A possible cause for the inability to place the stent may be attributed to resistance encountered while advancing the device through a stricture, which likely required multiple advancement attempts and the application of excessive force on the pushing catheter. As referenced in the related file (B)(4), such mechanical stress could have contributed to damage of both the guiding catheter and the pushing catheter. The damaged catheter may have, in turn, caused the severe stent damage observed during lab evaluation, which included a torn and compressed end, tearing around the tip and flap, and additional damage to the opposite end and underlying section. Overall, the evidence suggests that procedural factors and mechanical stress, rather than a device defect, contributed to the reported failure to deploy the stent. Summary: complaint is confirmed based on visual/functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause cannot be determined. A possible cause for the inability to place the stent may be attributed to resistance encountered while advancing the device through a stricture, which likely required multiple advancement attempts and the application of excessive force on the pushing catheter. As referenced in the related file (B)(4), such mechanical stress could have contributed to damage of both the guiding catheter and the pushing catheter. The damaged catheter may have, in turn, caused the severe stent damage observed during lab evaluation, which included a torn and compressed end, tearing around the tip and flap, and additional damage to the opposite end and underlying section. Overall, the evidence suggests that procedural factors and mechanical stress, rather than a device defect, contributed to the reported failure to deploy the stent.

Event description:
A supplemental report is being submitted due to completion of the investigation on 21 aug 2025.